Manufacturer narrative:
Unit received with blank display anomaly due to corroded battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify lost sensor alarm due to display anomaly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, stained keypad overlay and scratched case.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 268 mg/dl. The customer was able to rewind the insulin pump. Advised to perform a self test. The insulin pump passed self test. The product was returned for analysis.